Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted an unknown implantable collamer lens into the patient's left eye (os) on an unknown date. Reportedly, "a patient who is roughly 2 months post op bilateral ticl surgery. In the most recent manifest refraction, the patient has 1.25 diopters of astigmatism in the left eye and the lens appears to be off from the recommended implantation position." To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.